Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that on (B)(6), 2010, the pt underwent a diagnostic arthroscopy and synovectomy due to persistent impairment stemming from zimmer knee implants placed in his right knee.